Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to have low audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a detached speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.